Event description:
The customer reported a leak that appeared to be blood contained in the left hand side of the beckman coulter lh750. The operator was unable to locate the source of the leak. Field service engineer (fse) was dispatched. The fse found vc26 (flow cell waste chamber) did not drain, replaced the check valve and verified unit. The root cause is attributed to vc26 not draining due to a check valve obstructed the flow of the waste. There was no affects to patient results. There was no injury to the operator. However on a recur, the operator may be exposed to biohazardous material.

Manufacturer narrative:
(B)(4).